Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patient had heard the pump alarm in the past prior to a refill. The patient stated his pump alarms when it gets below 2.0. This had occurred one time ¿years ago.¿ the patient reported that he was really sick with the flu and just ¿let the pump go. ¿ he reported he was ¿still ok.¿ it was not provided what medication the device system delivered at the time of the event. The device was currently delivering dilaudid. Additional information has been requested, but was not available as of the date of this report.